Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, it was noted that the pacemaker was found in backup vvi mode. The pacemaker was reprogrammed. The patient was stable in condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.